Event description:
It has been reported to philips that the allura system did not start. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and found an issue with the flexvision pc. The fse replaced the part and the system was returned to full functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the system was down. Upon functional testing, the fse found that the several modules do not register with the software and also found issue with cpu and certary generator controller. To resolve the issue fse replaced the flex vision cpu, hdd & scg board. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.